Manufacturer narrative:
Patient codes: 2687 labeled. Device codes: 4007 labeled 2017 labeled. Internal file number - (B)(4). Patient code 1204-labeled - removed. Device code 2017 - excessive force. Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported difficult to remove and prolapsed wire could not be replicated in a testing environment due to the condition of the returned device. The reported physical resistance and device damage by another device could not be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the hi-torque guide wires instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent implantation the guide wire tip looped around the implanted stent resulting in the prolapsed wire; thus, resulting in the reported difficult to remove and physical resistance. Interaction and/or manipulation of the device (using force) ultimately resulted in the reported detachment and the reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during removal of the wire, it became looped around the implanted stent. Resistance was noted, and the wire was pulled with force, then separated. Attempts to remove the separated wire portion were unsuccessful, because the vessel was narrow, so no further treatment was performed. The patient remained hospitalized for observation for two-weeks without clinical symptoms and good flow. The patient was transferred to another hospital to try to remove the separated piece of the wire from the anatomy, but after consultation, the patient was discharged without further intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa mentioned is filed under a separated medwatch report.

Event description:
It was reported that the procedure was to treat a narrow and moderately calcified lesion along its entire length in the right coronary artery. A whisper wire was advanced with resistance and positioned. A xience pro a stent implanted in the proximal lesion. After implantation, dissections were noted in the proximal-medial part of the stent. Upon repositioning of the wire, resistance was noted. Force was applied and the wire separated, leaving a small part behind the implanted stent. There may have been intervention to crush the separated segment, but it was left in the vessel behind the stent. Flow was noted to be good and the vessel narrow, so no further treatment was performed for the dissections. No additional information was provided.